Manufacturer narrative:
As reported, the bard/davol corbitt spatula distal electrode tip broke off during the procedure and was retrieved immediately from the patient. The subject device was discarded by the user facility and was not available for evaluation. Based on the information provided and not having the sample to evaluate, no definitive conclusions can be made as to why the issue presented. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with device states: "bending of the electrosurgical tip on this product may damage and/or shorten its life. Do not bend the electrosurgical tip." Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported via FDA 3500a form report ((B)(4)): " during laparoscopic cholecystectomy, surgeon using spatula tip cautery to remove gallbladder. Tip broke off the spatula. Tip retrieved immediately with no harm to patient. " addendum per additional information: as reported, the bard/davol corbitt spatula distal electrode tip had been locked securely into place and was used for approx. 20 minutes prior to "breaking off." Another tip was used to complete the case. No alleged patient injury was reported as a result of the problem experienced.